Manufacturer narrative:
Analysis on the returned mvs interface cable resulted in an electrical failure being found through performance testing and visual/physical examination. Analysis stated that the cable failed continuity test due to lemo pin # 6 and j8 wire pin #2 is opened. Cable passed gbit and 100t test. Failed due to open in cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable and battery replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system displayed " battery status critical." There was no patient present.